Event description:
Initial result for a pt total bilirubin was 32 mg/dl. When repeated, the result was 13.9 mg/dl. The incorrect result was not used to guide therapy. The field svc rep found the system was contaminated with bacteria and repaired the instrument by decontaminating the system.